Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. However, unit had moisture damage electronic assembly, motor and vibrate motor noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was broken and there was leakage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.